Manufacturer narrative:
Device evaluated by MFR.: symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A partial circumferential tear was identified in the balloon material approximately 7mm proximal from the distal markerband. The rated burst pressure for this balloon is 15 atmospheres. Visual and tactile examination identified no damage or issues with the shaft of the device. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified cephalic vein of the forearm. A 4.0-10/4t/90 symmetry? Stiff shaft balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon vertically ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified cephalic vein of the forearm. A 4.0-10/4t/90 symmetry? Stiff shaft balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon vertically ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.